Event description:
The device was removed from the pt due to scrotal infection.

Manufacturer narrative:
Pump performed within specifications. Cylinder performed within specifications. Cylinder had or damage.